Event description:
Customer reported that the paramedics were called twice and she was hospitalized due to low and high blood glucose. Customer stated that the blood glucose reading for the first episode was less than 20 mg/dl. The blood glucose reading for the second episode was unknown. Customer stated that both times she had passed out and had a seizure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.